Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. The wearable was inserted into the arm on (B)(6) 2024. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.